Event description:
The reporter indicated that a vns patient developed incomplete wound healing two months after his initial implant surgery. Antibiotics were reportedly administered and the issue began to improve. Follow up with the patient's treating vns therapy physician revealed that the issue was related to the patient's implant procedure and that there had been no admissions of patient trauma or manipulation that could have contributed to the event.

Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.